Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Small tab(s) broke during surgery. These tabs are on the top of the keel punch where black impaction handle attaches.

Manufacturer narrative:
Additional narrative: examination of the returned device confirms one of the tabs was fractured. Initial reporting states all pieces were retrieved from the patient. The investigation could not draw any conclusions about the root cause of the fractures; however, heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4)has been initiated to investigate, identify root cause and corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.